Event description:
It was reported to covidien in 2009 that a customer had a problem with a gomco. The customer reports the gomco did not tighten well enough, resulting in excessive bleeding. The customer reports the pt was treated with surgicel.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.